Event description:
Customer reported difficulty with the pump's quick bolus and wake button, which required multiple presses and often failed to turn on the screen. There was no adverse impact to the customer's blood glucose level due to this issue. The customer continued to use the pump for insulin therapy.